Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 9) with multiple cartridge alarms. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 280 units and the insulin gauge displayed a fill estimate of over 400 units, and then went to 425 units and then dropped to 420 units. There was no impact to the customer's blood glucose level as the pump was being used with saline. The customer was able to load a new cartridge successfully. Additionally, it was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Inaccurate fill estimate- the failure investigation has been completed and the reported issue was confirmed.